Event description:
New information noted that the right ventricular lead exhibited oversensing noise. The lead was reprogrammed and then extracted on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.